Event description:
The customer reported the evis exera iii bronchovideoscope did not communicate with the monitor despite several attempts. Error messages were displayed on the screen, but which error messages was unknown. The issue occurred during installation. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed and there was no image. The image was restored after aeration of the scope. In addition, the biopsy channel was leaking, the distal end plastic cover was scratched, the insertion tube was squashed and buckled, and the connector pins of the scope connector were deformed. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the following two causes were likely to have occurred. - electrical contacts of scope connector was deformed while the user was handling the device which led to unstable electrical connection. - the device was leaked and water invaded the device while the user was handling the device. Due to the invasion, abnormality of electronic parts occurred which likely led to occurrence of the event. The event can be detected/prevented by following the instructions for use which state: inspection of the endoscopic image - perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. Do not strike, hit, or drop the distal end of the endoscope, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the distal end of the endoscope, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.